Event description:
I am experiencing similar problems with my current medtronic infusion sets as with "lot 8". I have just attempted to insert the fourth one today. I am hoping this one will successfully deliver insulin. My blood sugar this morning was 97 when I needed to replace the set. It is now 357. Each set I have applied has bent and the alarm on my pump has taken a few hours each time before sounding to make me aware of the situation. I occasionally have the tubing bend and stop the pump from delivering but, have not had so many bend in a row since I was using lot 8 and was unaware until the recall that they were faulty. Can you provide me with information as to whether or not medtronic has taken corrective action in response to the recall? Have there been other incidents reported since the recall? I have had similar events that made me question the quality of infusion sets, this time I felt I needed to report it. I am current using medtronic quick-set paradigm lot 9201037. (B) (6)